Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer went to the (ER) emergency room with a blood glucose level was 400-686 mg/dl, with ketones that were identified as dangerous by a health care provider. Reportedly, customer attempted to self-treat with a manual dose injection. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.